Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact called and reported that the patient is in drain 1 of 5 with 291 ml expected 2499 ml and the cycler is alarming with an air detected in cassette alarm. Technical support troubleshooting resulted in the patient resetting up with new supplies. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient reported to the clinic observing a fluid leak during the treatment. It is unknown where the leak occurred. The patient did not experience any complications and there was no medical intervention for this event. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Correction: type of reportable event.

Event description:
"."